Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles 8 mm (5/16¿) 31 g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320109, batch no. 8346583. Verbatim: we received a letter with the re occurrence issue and consumer returned the call and reported he is having an issue with his pen needle being clogged. Same item short pen needle 8 mm. Lot # 8346583; expiration date: 12-31-2023. Incident: unknown; occurrence: unknown. Letter from consumer: three weeks ago, I contacted bd cares to express a serious concern: I use the bd pen needles 8 for the humalog insulin pen. Approximately 1 out of 5 times, your needle fails. It causes the pen to lock up and all I can do is try another needle--at times, I need to use a third needle before I can get the mechanism to function properly.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320109. Batch no. 8346583. Verbatim: we received a letter with the re occurrence issue and consumer returned the call and reported he is having an issue with his pen needle being clogged. Same item short pen needle 8mm. Lot# 8346583; expiration date-12-31-2023. Incident-unknown; occurrence-unknown. Letter from consumer: three weeks ago, I contacted bd cares to express a serious concern: I use the bd pen needles 8 for the humalog insulin pen. Approximately 1 out of 5 times, your needle fails. It causes the pen to lock up and all I can do is try another needle--at times, I need to use a third needle before I can get the mechanism to function properly.

Manufacturer narrative:
H.6. Investigation: customer returned (3) used 31g x 8mm bd pen needles without tear drop labels attached. Consumer reported his having an issue with his pen needle being clogged, and causes the pen to lock up. All 3 returned samples were examined and the following was observed: - 2 with bent non-patient end (npe) cannulas. - 1 with a broken npe cannula. Since all 3 samples were returned after use, and no manufacturing defects were observed, the likely cause of the bent or broken npe cannulas is user error during pen needle attachment to a pen injector. The bent or broken npe cannulas would be the cause for no flow through the pen needle, hence the consumer would think that the pen needles were clogged and difficult to operate, as reported. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10